Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for pre-dilation. However, on initial inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for pre-dilation. However, on initial inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination did not reveal and damages. The balloon was tightly folded prior to pressure testing. The balloon was inflated to rated burst pressure for at least 5 minutes and could hold pressure. Inspection of the remainder of the device presented no other damage or irregularities.